Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 4(5) and probability 2(5). Conclusion and prventive measures: on the basis of the current information a clear conclusion regarding primary and secondary infections cannot be drawn. At this time there are no hints for a product related error. The cause could not be determined. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
Involved components: nr510k - femur extens.stem 7° d20x117mm cem.less - lot unknown, nr466k - columbus rev femur spacer distal f6 5mm - lot unknown, nr566k - columbus rev femur spacer post.f6 5mm - lot unknown, nr076k - columbus rev f tibia offset cemented t3+ - lot unknown, nr187k - tibia offset stem d17x132mm cementless - lot unknown, nr630m - columbus rev f hc glid.surf.t3/3+ 10mm - lot unknown, nx043 - patella 3-pegs p3 - lot unknown, nr400k - nut f/femur extens.stem all sizes neutr. - lot unknown.

Event description:
It was reported that there was an issue with nr006k - columbus rev f femur cemented f6l. According to the complaint description, the patient had primary and secondary infections after 7 months from the implantation. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4) (400601448). Involved components: nr510k - femur extens.stem 7° d20x117mm cem.less - lot unknown. Nr466k - columbus rev femur spacer distal f6 5mm - lot unknown. Nr566k - columbus rev femur spacer post.f6 5mm - lot unknown. Nr076k - columbus rev f tibia offset cemented t3+ - lot unknown. Nr187k - tibia offset stem d17x132mm cementless - lot unknown. Nr630m - columbus rev f hc glid.surf.t3/3+ 10mm - lot unknown. Nx043 - patella 3-pegs p3 - lot unknown. Nr400k - nut f/femur extens.stem all sizes neutr. - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.